Event description:
Customer reported having high blood glucose and issues with her sensors. Customer's blood glucose was currently unknown. Customer stated she has been on the device for three months. Last week she was receiving lost sensor alerts. She cleared them, but they would continuously come back. The issue recurred this morning. Her sensor would also be off by over two hundred points. She received a low alert that time. Customer has been having highs all day yesterday and last week. Her blood glucose was over 400 mg/dl. He treated with an injection. Customer declined troubleshooting for high blood glucose. She was advised of the proper calibration methods. She was told to call back when issues occur for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.